Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. Caller reported that insulin leaked out between top of syringe and needle before filling cartridge. Number of occurrences 2 in a row from same box. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn (B)(4). Product lot # unavailable, cartridge lot # is (B)(4). Did issue cause any injury? No. Did customer require medical intervention? No.

Manufacturer narrative:
H6: investigation summary. Samples for this complaint were sent by the customer; however shipment has been suspended of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. Caller reported that insulin leaked out between top of syringe and needle before filling cartridge. ¿ number of occurrences - 2 in a row from same box. ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no. ¿ product with issue - bd 3ml syringe, pn 309657. ¿ product lot # - unavailable, cartridge lot # is m665454. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no.